Manufacturer narrative:
The initial reported event of "short v-v intervals" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 30.5 cm from the connector pin. Concomitant medical products- model: d284drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited "short v-v intervals." The lead was removed and replaced. No patient complications have been reported as a result of this event.